Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
A lower endoscopy revealed signs of vascular dilation in the rectum, which was thought to be the cause of the bleeding. An upper endoscopy did not reveal any signs of bleeding.

Event description:
It was reported that the patient experienced a bleeding event and was admitted from (B)(6) 2024. They received a blood transfusion of less than four units. The patient's prothrombin times (international normalized ratio) was 1.9 au. Activated partial thromboplastin time (aptt) was 38 seconds. Their platelet count (plt) was 6.2 ×104/¿l. They did not receive any drug treatment. The patient had been on warfarin at the time of the event. The cause of the bleeding was unknown. The outcome of the bleeding was repeat admission and transfusions. The causal relationship with the device was reportedly not related.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: health effect-clinical and impact codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patients fecal occult blood test was positive. A lower endoscopy on (B)(6) 2024 revealed signs of vascular dilation in the rectum and vascular ectasia, which was thought to be the cause of the bleeding. However, no active bleeding was observed during the examination. An upper endoscopy on (B)(6) 2025 did not reveal any signs of bleeding with no abnormal findings. Based on both findings, anemia progression due to vascular ectasia was suspected. There has been no active bleeding since.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.